Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device logs do not show any cgm glucose values below range during the reported event period. On the contrary, cgm glucose was in or above range throughout the day. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. It is unclear what caused the seizure event and if it was related to diabetes.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. On 6/7/24 2024 a beta bionics customer care agent followed up with the user about the event. The user stated that on wednesday, (B)(6) 2024, around 6:00 pm, they had a seizure and were taken to the ER by ambulance. The last dexcom continuous glucose monitor (cgm) reading before the seizure showed a bg of 154 mg/dl. The user was on a trip for their father's funeral and was stressed, noting that the last hospitalization for a seizure was on the day of their mother's funeral in 2018. Upon arrival at the hospital, the bg was 75mg/dl, but the user had consumed a coca-cola during the episode, making the initial bg level uncertain. The user was kept under observation overnight and released the following morning. The user required an ambulance, a cat scan, and an EKG during the event. Immediate effects included a seizure and unconsciousness, with lingering pain in the right leg and nausea for two days after release. The user was treated with glucose at the hospital.